Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the battery was depleting quickly and took longer to charge. There was no reported impact to the customer¿s blood glucose level. The customer declined to perform troubleshooting with tandem technical support.